Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was experiencing low out of range pacing impedance and oversensing noise which led to an inhibition of pacing. Programming changes were made. The patient was stable.